Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or around 09/09/2025, it was reported that the patient experienced a loss of consciousness attributed to hypoglycemia; however, no specific blood glucose value was provided. The cgm device readings at the time of the event were not disclosed. The patient was hospitalized for three days following the incident. No details regarding the treatment administered or medications prescribed during the hospitalization were reported. Additionally, it was noted that the patient had a heart arrhythmia. At the time of the report, the patient stated she was actively monitoring her blood glucose levels, though it was unclear whether this was being done via cgm or bg fingerstick testing. No further patient or event details were provided. Multiple attempts to follow up with the reporter were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/05/2025. The patient experienced a hypoglycemic event on an unspecified date following sensor insertion into the arm. On (B)(6) 2025, it was reported that the patient lost consciousness due to low blood sugar, although no specific glucose value was documented. It was also not specified what the continuous glucose monitor (cgm) was displaying during the event. The patient was hospitalized for three days. However, no details regarding medications or treatments administered during the hospital stay were provided. It was additionally noted that the patient experienced a heart arrhythmia during this time. At the time of the report, the patient stated she was continuously monitoring her blood sugar, though it was unclear whether this referred to use of a cgm device or fingerstick blood glucose (bg) testing. No further patient or event details were available.

Manufacturer narrative:
(B)(4).